Event description:
On (B)(6) 2013, a female patient underwent explantation. It was reported that a condylar plate was broken at the distal area of the plate around the locking screw. There were no reports of any breakage of the screws. Unspecified pathology tests were performed which showed results indicating the presence of infection. It was reported that the surgery was successfully completed. This is report 9 of 10 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.